Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight months post implant, the patient's right ventricular (rv) lead had low r waves, and rising pacing thresholds. It was determined that the lead had micro-dislodged. While attempting to re-position the lead, helix damage was noticed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.